Event description:
It was reported that the procedure was to treat a moderately calcified, distal femoral artery. The device was prepared according to the instructions for use. After using the thumb slide twice, the supera could not be released. After finishing the second thumb slide, the stent deployed spontaneously. The physician reported that the suddenly deployed stent was implanted 1.5 cm more distal in the lesion than it was intended. The stenosis that should be treated was not covered. A longer device had to be used to finish the procedure. There was no report of an adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficult to deploy and inaccurate delivery could not be replicated as the stent had already been deployed. Based on a visual inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that a conclusive cause for the reported difficulties could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.